Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was admitted to the hospital with complaints of exertional dyspnea with chronic atrial fibrillation and chf. The patients condition worsened and the patient was transferred to the ICU and intubated. Later that evening, the patient went into pea arrest. Efforts to resuscitate the patient were unsuccessful and the patient expired. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.